Manufacturer narrative:
The device was returned to zoll medical united kingdown; the customer's report was not duplicated or confirmed. Review of the device data logs was examined and it was determiend that the pads are not making adequate contact with the patient due to poor coupling. Poor coupling can arise from various factors, such as inadequate pad contact with the patient, patient preparation, or connections of the pads to the device. Based on the log review and device testing, the device is operating as expected. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an 84-year-old female patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.